Event description:
Information was received from a patient who was receiving baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that at pump replacement in 2021, the patient was told that the catheter was "not in place". The catheter was out of the spine so the catheter was revised and placed intrathecal again. The patient stated that they could not separate their legs at the last replacement because they were so stiff/weak. The patient noted that they were in the hospital for seven days post procedure.  *omitted information pertaining to 2015 catheter migration in pe 700973853 and feeling unwell after replacement in pe 704884950*704884

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type :catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.